Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device did not correctly prioritize episodes of tachycardia in the device memory. The tachycardia episodes were not saved. No intervention was performed and the patient was stable with no adverse consequences.